Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient reported that he felt an increase in stimulation from his interstim device following going through security at wal-mart. Further info is being requested from the hcp.